Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and the left tracker and gpio board were replaced. They re-flashed the firmware to gpio and performed tracker calibration. After replacement of components, tracker calibration passed. System was tested and is now working properly. No other issues found. The photo diode, photo diode cable and right tracker were returned to the manufacture for evaluation. After visual/physical examination the reported issue was not confirmed because they were returned unused. The gpio board and left tracker were returned to the manufacture for evaluation and are under analysis at the time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the manufacturer representative was unable to get the system's tracker to calibrate. No patient was present at the time of the event.

Manufacturer narrative:
H3) the left tracker was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. Failed visual inspection due to wires are crushed and torn. Physically damaged observed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: product analysis was performed on the gantry gpio. The analysis was unable to confirm the reported problem. The manufacturer representative tested both right and left tracker sections of the gpio with stealth s8, n07836658, and six points were tracked at 6ft as measured with bi-800-00861 asset bi-990-01638 (calibration date due (B)(6)2020.) No functional problem found. Fdm10, fdr213, fdc67 are applicable to the to the gpio product analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.